Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that device was leaking oil, had holes in the hose, and the housing and swivel were loose. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2015. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose, was leaking oil and the housing and swivel were loose. It was determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. It was determined that the device was leaking oil because of the hoses in the hose and the housing and swivel were loose. It was determined that the housing and swivel were loose because of loctite deterioration. It was observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.